Event description:
It was reported that "the tip broke off in the sphenoid sinus during drilling. The piece was retrieved and no injury apparent to the patient."

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been received; product evaluation is currently underway. Method - no testing methods performed. (B)(4).

Manufacturer narrative:
The returned device was evaluated by the quality engineering team. As received condition: received one (1) sample with original product pouch and label identifying sample as (B)(4) from lot number 0205612850. Based on the condition of the device, customer use was visible. Upon observation, the inner tube was found removed from the outer shaft. The inner shaft was found broken at the edge of the ramp near the proximal end, causing separation of the bur head from the shaft. It should be noted that the bur head itself did not detach from the inner shaft assembly. It was only due to the fracturing of the inner shaft near the tip that caused the bur head to separate from the assembly. The inner tube shaft revealed obvious indentations/markings and discoloration close to the breakage point and near the proximal end close to the hub. This is indicative of aggressive use of the device and application of excessive force by the customer leading to an inadvertent breakage of the tip. No visible damages were noticed to the broken bur head component. In conclusion, the reported complaint was confirmed [broken bur]. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.